Event description:
It was reported that the patient received nine inappropriate shocks. It was noted the right ventricular (rv) lead exhibited high pacing impedance and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.